Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further clarified that the patient experienced pain, then had an x-ray which showed shadowing around the screw, then had a revision to exchange the screw to the larger screw and during the revision the broken rod was noticed

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the rod was broken after dissection. Revision procedure was performed for the l1 screw and the rod was removed. New screws and rods were implanted. No surgical delay reported. Concomitant device reported: unknown locking/set screws (part# unknown, lot# unknown, quantity unknown), expedium spine system rod 5.5 x 480mm (part# 179762480, lot# bdlf7sx, quantity 2), mis ti cfx fen poly 5x45 (part# 186727545, lot# arlcfz, quantity 2). Mis ti cfx fen poly 6x50 (part# 186727650, lot# 115825, quantity 4). Mis ti cfx fen poly 6x40 (part# 186727640, lot# 139797, quantity 2). Mis ti cfx fen poly 6x45 (part# 186727645, lot# 152257, quantity 2). Single-inner setscrew (part# 179702000, lot# unknown, quantity 3). Single-inner setscrew (part# 179702000, lot# 159208, quantity 1). Single-inner setscrew (part# 179702000, lot# 174234, quantity 1). Single-inner setscrew (part# 179702000, lot# 159183, quantity 1). Single-inner setscrew (part# 179702000, lot# 152708, quantity 1). Single-inner setscrew (part# 179702000, lot# 163162, quantity 1). Single-inner setscrew (part# 179702000, lot# 118297, quantity 2). This report is for one (1) expedium spine system rod 5.5 x 480mm. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 investigation summary visual inspection; rod480mm (part. No: 179762480, lot. No: bdlf7sx, qty: 1) was returned and received at us cq. Upon visual inspection at cq, it is observed that the rod was broken. The rod was also observed to be bent. The fracture surface appears homogenous without any voids and dark spots. The broken piece was not returned at cq. Thus, the complaint is being confirmed. Device failure/defect identified? Yes. Dimensional inspection: the diameter of the rod near the broken location was measured to be 5.46mm. This is within the specification of 5.45mm to 5.50mm as per the drawing. Document/specification review the following drawings were reviewed expedium 5.5mm rod ti 300/480 mm hex end no design issues or discrepancies were noticed. Complaint confirmed? Yes. Investigation conclusion the complaint condition was confirmed for the rod480mm (part. No: 179762480, lot. No: bdlf7sx). No definitive root cause cannot be determined for the broken rod. It is possible that the device might have encountered unintended forces. During the investigation, no product design issues, or discrepancies were observed that may have contributed to the complaint condition. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history the DHR of product code 179762480, lot bdlf7sx, was reviewed and no non-conformance was observed during the manufacturing process. The product was released on (B)(6) 2017. (B)(4). The DHR was electronically reviewed. H11 corrected data d10. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.